Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed blisters under the therapy electrodes. There was no alleged device malfunction contributing to the irritation. Patient reported that his physician prescribed mometasone cream to apply on the skin irritation. The patient confirmed that the cream is helping the skin irritation improve.